Event description:
The hospital reported the pt was perforated during a procedure. The procedure was completed with the same device and the pt was discharged from the hospital. The pt came back to the hospital. The pt came back to the hospital the next day and x-rays revealed free air in the pt's colon. The pt was subsequently transferred to surgery to repair the perforation. The pt is expected to make a full recovery.